Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that while impacting the cup the instrument head broke off. It was necessary to remove the inserted cup from the bone because the head was still connected to the cup. Components in use listed as concomitant devices are: nt410r / cup insertion instr.w/thread m8x1 str. Nv152t / plasmafit plus cup size 52 mm g.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope. Furthermore the available devices were presented to the development department for an evaluation. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. According to the development department and a complaints specialist, the cup inserter was repaired from a non certified external repair service. Rational: a pin element in this area is not planned. The lasered mark is from an external repair service. Corrective action: according to sop (B)(4) a CAPA is not necessary.